Event description:
The company was informed of an alleged incident that occurred at (B)(6). The alleged incident was described to the company as followed. On (B)(6) 2013 staff was alerted to an emergency in a patient living in the retirement home. The reason was escape of oxygen from the base tank during the filling process and the portable device cannot be decoupled from the base tank. Once staff arrived on scene, it was noted that the portable device easily detached from the base unit. Proper filling procedures were emphasized. Thus, we assume that the cause is not the escape of oxygen from the base tank or a defect in the liquid oxygen system, but apparently were due to a faulty charging of the portable device by the nurse on site.